Event description:
It was reported there was exposed wire. Timing was during testing. No patient involvement. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). The customer has indicated that the product will be returned to zimmer biomet and the investigation is in process. Once the investigation has been completed, a supplemental medwatch 3500a will be submitted. Investigation incomplete.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The results of the investigation are as follows: visual inspection found the device has a damaged power cord and further repair testing cannot be completed without power. The cord was split open and the coated wires were exposed, but no metal wiring was exposed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.